Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer replaced the batteries and the pump turned off twice. Customer's blood glucose level was 190 mg/dl. Customer was about to bolus when the pump shut down. Pump was dropped or bumped a week ago on the kitchen floor. Customer stated that the contacts on the battery cap looked slanted. Customer was advised that they would be shipped a replacement battery cap. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.